Manufacturer narrative:
Film evaluation summary: the exact cause of the left/contra limb occlusion could not be determined from the films provided. Pre-implant films revealed that the patient had a short (~10mm length) and conical-shaped neck that ranged in diameter from 19 ¿ 22mm. The neck also contained thrombus which further reduced the flow lumen. The distal aortic diameter was narrow ~16mm) and moderately calcified. Films from the initial limb occlusion event were not available for review, and angiograms during implant were also not provided. Returned CT¿s after the fem-fem bypass intervention confirmed thrombus within the bifurcate aortic body, noticeable stent graft diameter narrowing just below the neck, and the left/contra limbs were 100% occluded beginning at the flow divider. In addition, stents had been placed within both limbs across the level of the small distal aorta. It is possible that stent graft placement within the small neck and distal aorta may have contributed to the limb occlusion. It is also possible that bifurcate oversizing, placement of a 28mm bifurcate within a 19 ¿ 22mm diameter neck containing thrombus, likely resulted in the acute bifurcate compression seen just below the renals, which may have also contributed to the observed thrombus and distal limb occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 74mm abdominal aortic aneurysm. It was reported that 2 month follow up angiogram identified a total limb occlusion. A fem-fem crossover was completed resolving the occlusion. Per the physician the cause of the occlusion was due to patient anatomy and commented that the patient had a tortuous right common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) product ID: esbf2814c103ee, serial/lot #: (B)(4), ubd: 2021-02-12, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was more than adequate blood flow on the completion run post insertion of the devices.